Manufacturer narrative:
The returned device was evaluated and the investigation of the returned device found no problems that would contribute to the device failing to deliver insulin. The device was received with the cannula deployed, but the formed needle was visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. Inspection of the device along with the data suggest that the failure of the linkage assembly to retract had no effect on the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 21.4 mmol/l (385.2 mg/dl). The patient treated the hyperglycemia by applying a new pod. The pod was worn between 24 and 36 hours on the abdomen.